Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2010: customer reports they were injecting at 2.5 cc/second with prefilled optiray power injector syringe using y tubing without check valves. Contrast is not warmed in a warmer, they only use the heater blankets. Customer reports the injector pushed contrast, but the saline side broke the tubing. No reported injury.